Event description:
The customer reported the evis x1 video system center shows black image with two endoscopes. During power up, the unit indicated that the cv-190 was not connected although the power was on. In addition, the maj-1430 spiral cable was permanently connected to the cv-190. The event occurred during procedure and the examination had to be stopped before continuing again. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched onsite to troubleshoot the device. The fse discovered an e532 error. The contacts connection socket was checked, cleaned, and function test was performed. The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The unique device identifier (UDI) is unknown. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The device was repaired onsite and e532 error was found. However, additional information was not obtained to identify the root cause. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.